Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015 - device evaluation: the device has been returned and evaluated by product analysis on 09/11/2015 with the following findings: evaluation revealed that the error code 17 (rf is down) and error code 40 (bolus canceled by signal strength) observed in meter history. Meter powered up normally and paired successfully with a test pump. Boluses executed using meter remote with no errors occurring. Meter passed rf testing. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a rf communication (comm fails during bolus) issue. The reporter stated that the patient had a blood glucose (bg) of 457mg/dl with moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to bg excursion the patient experienced due to an alleged rf communication issue.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.